Manufacturer narrative:
Additional information revealed that the patient does not have abbott leads and did not have any surgeries, therefore this device is no longer reportable.

Event description:
Additional information revealed that the patient does not have abbott leads and did not have any surgeries.

Manufacturer narrative:
Additional information revealed that the patient does not have abbott leads and did not have any surgeries, therefore this device is no longer reportable.

Event description:
Additional information revealed that the patient does not have abbott leads and did not have any surgeries.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete event, device and patient information. Further information was requested but not received.

Event description:
It was reported that the patient's lead had high impedances. In turn, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was repositioned. Postoperatively, the patient has effective therapy.